Event description:
It was reported that during a da vinci-assisted unspecified surgical procedure, the tip of the fenestrated bipolar forceps instrument was unable to open. Inspection identified an alleged "damage" on the instrument. An instrument release kit (irk) could not be utilized because the tip of the instrument did not open, and the user could not turn it with an irk wrench. Reportedly, the surgeon was able to safely remove the instrument with the cannula. The procedure was completed the with no additional issues reported. The site did not contact dvstat for troubleshooting at the time of the event. Follow up attempt was conducted, and no further information was obtained. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis revealed that after opening the housing and performing a visual inspection, the instrument was found to have an ¿input shaft broken¿. This caused the irk to not work properly. If additional information is received a follow-up MDR will be submitted. A review of the site's complaint does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted to by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted procedure, the user observed that the tip of the fenestrated bipolar forceps instrument was unable to open. Inspection identified an alleged "damage" on the instrument. An instrument release kit (irk) could not be utilized because the tip of the instrument did not open, and the user could not turn it with an irk wrench. Reportedly, the surgeon was able to safely remove the instrument with the cannula. The user completed the procedure with no further issue reported. Follow-up was attempted, but the patient information in was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.